Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician confirmed the reported issue and reported the touch screen failed required resistance testing. The resistance measurement results were high and out of specification. The pil tech verified the high resistance was the cause of the touchscreen misalignment issue.

Manufacturer narrative:
E1: (B)(6)

Event description:
Philips received a complaint reporting a misalignment of the touch position on the v60 ventilator touch screen. The device was not in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) evaluated the device for preventative maintenance. The pse reported a touch screen calibration failed to resolve the issue. Therefore, the touch screen was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.